Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that reprogramming resolved the loss of efficacy. No further complications are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was losing efficacy from stimulation. The rep was not sure if there were any external factors that led to the issue. An x-ray was performed and the healthcare provider (hcp) discovered one of the leads pulled from the spine. The rep was meeting the patient on (B)(6) 2018 to reprogram and speak with the hcp. It was unknown if surgical intervention was planned. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was confirmed that the surgery on (B)(6) 2018 was a lead revision surgery. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient was scheduled for surgery on (B)(6) 2018. No further complications are anticipated.